Event description:
It was reported that: during a case, the user noted that the anesthesia machine was no longer providing pressure to ventilate the pt. The user attempted manual ventilation and could not ventilate the pt. The pt was manually ventilated with an ambu bag. The user then switched the auto/manual lever back and forth between positions and the machine started to function normally.